Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Internal inspection : after dismantling of the valve, no deposits were found. Result : based on our investigation results, no functional deviation could be determined. The cause of the aforementioned functional impairment is not known to us at the time of the examination. The valve met all specification.

Event description:
It was reported that a mininav (#fv684t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 months. Height: 60 cm. Weight: 5 kg. Gender: male.